Event description:
Approximately 1 year(s), 7 month(s) and 8 day(s) post-operative of a revised right rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening with progressively worsening pain for 3 months without inciting event. In an earlier reported event, 9 days post-operative of the initial implantation, the patient underwent a 2-stage revision for glenoid/coracoid fracture which loosened glenoid. Patient did not report injury, but glenoid component was found to have shifted at initial post-op appointment. The patient underwent resection arthroplasty with explantation of all components including the torque screw, preserve stem, humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw/locking cap components. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-30-10 - equinoxe preserve stem 10mm: (B)(6) (implanted (B)(6) 2022). 320-31-36 - equnioxe glenosphere, 36mm: (B)(6). 320-10-00 - reverse tray adapter plate tray +0: (B)(6). 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported may be the result of the glenoid loosening as reported. However, the loosening cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiographs, images, or clinical information was provided. H6: corrected health effect and investigation clinical codes. H10 related report numbers: 1038671-2024-04510 and 1038671-2024-04511.